Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-00879. Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. It was also reported during the procedure, it was found the patient's lead was fractured. As such, the patient's lead was also explanted and replaced. Please note: the patient's lead has been added to this event as a new report device report (device 2).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-00879.